Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) months, was explanted due to unknown reasons. The explanted device was replaced with a 2700 23mm. Follow up for additional information currently in progress.

Manufacturer narrative:
Additional manufacturer narrative:despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.